Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, the device¿s clipper broke and the seal was damaged. They used an new device to complete the case and resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the circular seal cut. The cannulas and envelope seals were not received. The obturators were not received. The condition in which the devices were received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.